Manufacturer narrative:
Additional information was received on february 8, 2024. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with 250cc mentor memorygel breast implants experienced bilateral ruptures post procedure. As a result, explant was performed on an unknown date. See 1645337-2024-00261 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on january 30, 2024 mentor became aware that the explant date was erroneously omitted from the previous supplemental report submitted. Explant was performed on (B)(6) 2023.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 25, 2024. The investigation of the returned device was completed by the failure analysis lab on january 29, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear (tear a) within parallel lines of shell wear on the anterior aspect. In addition, two other tears (tear b, and tear c) were found on the anterior view, measuring approximately 2 cm, 4.5 cm, and 1 cm, respectively. The evaluation determined that the possible cause of tear a is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of the tears b and c. The evaluation was limited to non-destructive testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).